Event description:
It was reported to physio-control that the customer's device had logged multiple event codes into its memory. The customer reported that the device had an issue with the coin cell and the device settings. Upon evaluation of the device, a third-party service agent observed that the device could be powered on but that the led from the on button did not illuminate. The device was then sent to physio-control. During device evaluation, physio-control observed that the device would prompt to connect electrodes as soon as the charge button was pressed, although electrodes were connected to the device. The device would therefore not provide defibrillation therapy if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was observed through functional and performance testing. Following repair, the device was returned to the customer for use.